Event description:
It is reported that during surgery in 2009, it was noticed that plastic was stuck onto the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.